Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 499 mg/dl. The customer reported treating with the insulin pump. The customer reported getting the wrong meter for the insulin pump and requested if it was possible to get the correct one. A new meter was shipped for free. The customer also reported a broken holster for the insulin pump. A new holster was also shipped. No additional information is provided.